Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("all or part of the essure device migrated through her abdominal cavity to the area around her kidneys/location of device: near kidneys"), fallopian tube perforation ("perforation (fallopian tube (s))"), salpingitis ("infection (other) describe: fallopian tubes were infected/fallopian tubes because they were so inflamed"), device breakage ("all or part of the essure device migrated through her abdominal cavity to the area around her kidneys") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy, appendectomy, cholecystectomy and cesarean section (2). Concurrent conditions included anorexia and uterine fibroids. Concomitant products included levonorgestrel (mirena). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("cramping, abdominal pain") and back pain ("back pain/lower back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, salpingitis (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines I headaches"), headache ("migraines I headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy, tubal ligation), surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (ablation) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, fallopian tube perforation, salpingitis, device breakage, hormone level abnormal, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, dyspareunia and abdominal pain lower outcome was unknown and the genital haemorrhage, abdominal pain and back pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, salpingitis and vaginal haemorrhage to be related to essure (ess205). The reporter commented: pain has stopped. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: everything was looking fine concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, perforation (fallopian tube (s)) and salpingitis. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint.the possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: essure model number was changed es205 as the date of insertion was to (B)(6) 2007. Plaintiff fact sheet and medical records received. Events per pfs. Hormonal changes, abnormal bleeding (vaginal, menorrhagia, infection (other) describe: fallopian tubes were infected, migraines I headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, perforation (fallopian tube (s)), abdominal pain lower were added. Patient's medical history and laboratory data was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("all or part of the essure device migrated through her abdominal cavity to the area around her kidneys/location of device: near kidneys/malposition of essure device location of device: near uterus - abdominal cavity"), fallopian tube perforation ("perforation (fallopian tube (s))/ protruding from right fallopian \tube"), salpingitis ("infection (other) describe: fallopian tubes were infected/fallopian tubes because they were so inflamed"), device breakage ("all or part of the essure device migrated through her abdominal cavity to the area around her kidneys") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, appendectomy, cholecystectomy and cesarean section (2). Concurrent conditions included anorexia and uterine fibroids. Concomitant products included levonorgestrel (mirena). On (B)(6)2007, the patient had essure (ess205) inserted. On (B)(6)2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines I headaches"), headache ("migraines I headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("cramping, abdominal pain") and back pain ("back pain/lower back pain"). On (B)(6)2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hyperhidrosis ("sweats,"), abdominal pain lower ("abdominal pain lower") and mood altered ("rapid mood changes") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation, bilateral salpingectomy, bilateral salpingectomy, laparoscopic appendectomy and bilateral salpingectomy, tubal ligation). Essure (ess205) was removed on (B)(6)2011. At the time of the report, the device dislocation, fallopian tube perforation, salpingitis, device breakage, headache and abdominal pain lower outcome was unknown, the genital haemorrhage had not resolved and the abdominal pain, back pain, hyperhidrosis, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, dyspareunia, hormone level abnormal and mood altered had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, hormone level abnormal, hyperhidrosis, menorrhagia, migraine, mood altered, salpingitis and vaginal haemorrhage to be related to essure (ess205). The reporter commented: pain has stopped. Physician did not suspect essure caused symptoms until they cut her open for appendicitis and discovered tubal perforation essure device was found extruding from tubes and caused pain discrepancy noted in date of insertion- (B)(6)2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: everything was looking fine; in (B)(6)2007: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, perforation (fallopian tube (s)) and salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2019: pfs received- new event's rapid mood changes, sweats were added. Outcome of menorrhagia, vaginal haemorrhage, hormone level abnormal, dysmenorrhoea, dyspareunia, migraine updated to recovered / resolved. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("all or part of the essure device migrated through her abdominal cavity to the area around her kidneys"), device dislocation ("all or part of the essure device migrated through her abdominal cavity to the area around her kidneys/location of device: near kidneys/malposition of essure device location of device: near uterus - abdominal cavity"), fallopian tube perforation ("perforation (fallopian tube (s))/ protruding from right fallopian \tube"), salpingitis ("infection (other) describe: fallopian tubes were infected/fallopian tubes because they were so inflamed") and genital haemorrhage ("heavy bleeding/abnormal bleeding") in a 40-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, appendectomy, cholecystectomy and cesarean section (2). Concurrent conditions included anorexia and uterine fibroids. Concomitant products included levonorgestrel (mirena). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/headaches/migraines/ headaches"), headache ("migraines I headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In 2007, the patient experienced hyperhidrosis ("sweats/ hormonal changes: sweats") and mood altered ("rapid mood changes/hormonal changes type: mood changes"). On (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("cramping, abdominal pain") and back pain ("back pain/lower back pain"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain lower") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation, bilateral salpingectomy, bilateral salpingectomy, laparoscopic appendectomy and bilateral salpingectomy, tubal ligation). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, salpingitis, headache and abdominal pain lower outcome was unknown and the genital haemorrhage, abdominal pain, back pain, hyperhidrosis, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, dyspareunia, hormone level abnormal and mood altered had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, hormone level abnormal, hyperhidrosis, menorrhagia, migraine, mood altered, salpingitis and vaginal haemorrhage to be related to essure (ess205). The reporter commented: pain has stopped. Physician did not suspect essure caused symptoms until they cut her open for appendicitis and discovered tubal perforation essure device was found extruding from tubes and caused pain discrepancy noted in date of insertion- (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: everything was looking fine; in (B)(6) 2007: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, perforation (fallopian tube (s)) and salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: outcome of genital bleeding was updated to resolved. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("all or part of the essure device migrated through her abdominal cavity to the area around her kidneys/location of device: near kidneys/malposition of essure device location of device: near uterus - abdominal cavity"), fallopian tube perforation ("perforation (fallopian tube (s))"), salpingitis ("infection (other) describe: fallopian tubes were infected/fallopian tubes because they were so inflamed"), device breakage ("all or part of the essure device migrated through her abdominal cavity to the area around her kidneys") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, appendectomy, cholecystectomy and cesarean section (2). Concurrent conditions included anorexia and uterine fibroids. Concomitant products included levonorgestrel (mirena). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("cramping, abdominal pain") and back pain ("back pain/lower back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, salpingitis (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines I headaches"), headache ("migraines I headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("abdominal pain lower") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation, bilateral salpingectomy, bilateral salpingectomy, laproscopic appendectomy and bilateral salpingectomy, tubal ligation). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation, fallopian tube perforation, salpingitis, device breakage, hormone level abnormal, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, dyspareunia and abdominal pain lower outcome was unknown, the genital haemorrhage had not resolved and the abdominal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, salpingitis and vaginal haemorrhage to be related to essure (ess205). The reporter commented: pain has stopped. Physician did not suspect essure caused symptoms until they cut her open for appendicitis and discovered tubal perforation essure device was found extruding from tubes and caused pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: everything was looking fine. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, perforation (fallopian tube (s)) and salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('all or part of the essure device migrated through her abdominal cavity to the area around her kidneys'), device dislocation ('all or part of the essure device migrated through her abdominal cavity to the area around her kidneys/location of device: near kidneys/malposition of essure device location of device: near uterus - abdominal cavity'), fallopian tube perforation ('perforation (fallopian tube (s))/ protruding from right fallopian \tube'), salpingitis ('infection (other) describe: fallopian tubes were infected/fallopian tubes because they were so inflamed') and genital hemorrhage ('heavy bleeding/abnormal bleeding') in a 40-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, cholecystectomy, cesarean section (2), ovarian cyst, multi gravida, parity 2, chorioamnionitis, abruptio placentae, herpes nos, urinary tract infection and uterine fibroids. Concurrent conditions included anorexia, appendectomy, uterine fibroids, bladder infection and pelvic adhesions. Concomitant products included levonorgestrel (mirena). In 2007, the patient experienced hyperhidrosis ("sweats/ hormonal changes: sweats"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/headaches/migraines/ headaches"), headache ("migraines I headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and mood altered ("rapid mood changes/hormonal changes type: mood changes"). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 2 years 4 months after insertion of essure (ess205). In 2010, the patient experienced genital hemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("cramping, abdominal pain") and back pain ("back pain/lower back pain"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain lower") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy and lysis of severe pelvic/ bladder flap adhes, ablation, bilateral salpingectomy, bilateral salpingectomy, laproscopic appendectomy and bilateral salpingectomy, tubal ligation). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, salpingitis, headache and abdominal pain lower outcome was unknown and the genital hemorrhage, abdominal pain, back pain, hyperhidrosis, vaginal hemorrhage, heavy menstrual bleeding, migraine, dysmenorrhoea, dyspareunia, hormone level abnormal and mood altered had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hyperhidosis, migraine, mood altered, salpingitis and vaginal hemorrhage to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: pain has stopped. Physician did not suspect essure caused symptoms until they cut her open for appendicitis and discovered tubal perforation. Essure device was found extruding from tubes and caused pain. Discrepancy noted in date of insertion - (B)(6) 2007. Discrepancy noted in date of removal - (B)(6) 2011. Two coils were visual post deployment. Discrepancy noted in hysterosalpingogram date: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2011: tubular structure in the right lower quadrant, questionalols appendicitis versus dilated fallopian tube. Hysterosalpingogram - on an unknown date: results: everything was looking fine; in 2007: result: total bilateral occlusion. Pregnancy test - on (B)(6) 2011: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, perforation (fallopian tube (s)) and salpingitis, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2021: surgery details updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("all or part of the essure device migrated through her abdominal cavity to the area around her kidneys"), device breakage ("all or part of the essure device migrated through her abdominal cavity to the area around her kidneys") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("cramping, abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) and device breakage (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the device dislocation and device breakage outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and back pain had not resolved. The reporter considered device dislocation, device breakage, genital haemorrhage, pelvic pain, abdominal pain and back pain to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and all or part of the essure device migrated through her abdominal cavity to the area around her kidneys (understood as device dislocation and device breakage). She also experienced heavy bleeding (genital haemorrhage). On unknown date, plaintiff underwent a bilateral salpingectomy. All events are anticipated in the reference safety information for essure. In this case, the exact time point and mechanism of device dislocation and device breakage are not known. However, based on their nature, causality with essure cannot be excluded. During the essure therapy, abnormal genital bleeding may occur. Considering the positive temporal relationship and the lack of alternative explanation, event was considered related to essure. This case was regarded as incident as a surgical procedure was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-mar-2017: updated quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and all or part of the essure device migrated through her abdominal cavity to the area around her kidneys (understood as device dislocation and device breakage). She also experienced heavy bleeding (genital haemorrhage). On unknown date, plaintiff underwent a bilateral salpingectomy. All events are anticipated in the reference safety information for essure. In this case, the exact time point and mechanism of device dislocation and device breakage are not known. However, based on their nature, causality with essure cannot be excluded. During the essure therapy, abnormal genital bleeding may occur. Considering the positive temporal relationship and the lack of alternative explanation, event was considered related to essure. This case was regarded as incident as a surgical procedure was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.